Manufacturer narrative:
(B)(4). Date sent: 04/04/2023 . Additional information was requested, and the following was received: unfortunately the product is no longer available to be returned. I have requested an update on the patient and asked the surgeon to report any post operative concerns however he has not replied with any concerns. The surgical procedure was an open reversal of hartman's to join the patient again to have a functioning bowel, and incisional hernia repair, following a previous hartman's procedure. This was the first time the surgeon had used the device and had myself present as ethicon rep assistance. He usually uses manual cdh29b. The surgeon had no difficulty removing the device. I observed the complete transection of the white breakaway washer with the larger diameter remaining in the head of the anvil and smaller diameter at the bottom of the trocar spike. A flexible sigmoidoscopy was performed and the staple line of the anastomosis appeared complete, and a leak test was performed and there were no bubbles so the surgeon was happy no leak was detected intraoperatively.

Event description:
It was reported, the surgeon is not currently concerned by the function of the device as he believes he has ascertained what happened however I am reporting this in case there is any future concern with the patient. The lead surgeon, inserted the stapler into the 15cm rectal stump and opened the trocar/spike perforating the rectal stump. The assistant surgeon, assisted by a registrar, attached the proximal end of the colon with the anvil in position, to the trocar/spike. The anvil docked and it was heard to click into place. (I was unable to see if this had connected properly however the assistant surgeon assured it had, and I heard it snap into position). As the trocar/spike was wound down/closed the anvil detached and the trocar/spike moved back out of perforation in the rectal stump. The lead surgeon, was then unable to put the spike back through the original perforation and so a new perforation in the rectal stump was made to reinsert the trocar/spike without resecting the stump. The assistant surgeon then reattached the anvil and the lead surgeon closed the anvil. When the orange indicator was at the top of the green tissue thickness scale, a lot of resistance was felt when closing the anvil but the surgeon wound it down to in between the mid line indicator and bottom indicator lines in the green tissue thickness scale (approx. 1.6-1.7mm). He waited 15 seconds and then tried to tighten again. He released the red safety and fired the firing trigger, releasing his finger off the trigger as the stapler went through its automatic process of firing the staples and cutting the lumen. I heard 2 crunches, the first not as loud as the second and then the green tick appeared after the second crunch. The surgeon removed the stapler from the rectum by opening the anvil 2 revolutions and fish tailing back out. On inspection of the donuts there were 3 donuts. The proximal donut was complete and full thickness as was the distal donut but in between these 2 donuts was the third, a thin disk of bloody tissue. The washer had crunched and separated correctly with the smaller diameter in the trocar/spike end of the stapler and the larger diameter part of the washer in the head of the anvil. The surgeon did both a flexible sigmoidoscopy where the staple line looked complete, and air leak test which showed no bubbles. The flexible sigmoidoscopy did highlight an area where the trocar/spike may have perforated the rectum during the initial perforation of the trocar/spike but the surgeon did not believe there to be a leak from this. The surgeon did however give the patient a temporary stoma in case a leak was discovered post operatively. The surgeon believes the reason for the third middle donut was due to unintentionally trapping the peritoneal flap in between the rectum and proximal colon when docking the anvil as visibility was poor as the case was open rather than laparoscopic and involved repair of an incisional hernia. The surgeon will inform me if there are any adverse consequences to the patient, and I will follow up in 7 days to see how the patient is recovering. The surgeon believes this was user error not an issue with the device.

Manufacturer narrative:
(B)(4). Date sent: 3/16/2023. Batch # unknown. Health effect ¿ clinical code = gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Have there been any patient consequence since the complaint was originally reported? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What is the lead surgeon¿s experience with the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation? If so, please describe the shape and location. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.